Event description:
It was reported that the customer had high blood glucose levels of around 300 mg/dl to 400 mg/dl and was hospitalized about a year ago for high blood glucose levels. The customer also reported being pregnant at the time of hospitalization and had to get off insulin therapy. The customer reported starting to use the insulin pump again but the buttons of the insulin pump were unresponsive. The customer also reported programming a bolus from the insulin pump but no insulin came out. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with a 2.0 unit bolus with water reservoir in the pump. The water did exit the infusion set. No delivery anomaly noted. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).